Event description:
It was reported that the patient had an original inflatable penile prosthesis (ipp) implant surgery in 2018. After evaluation in clinic through palpating and visualization it was diagnosed that the patient suffered from a urethral erosion of the ipp cylinder. The whole prosthesis was removed in order for the patient to heal. The patient is expected to fully recover. There is no further information available.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had an original inflatable penile prosthesis (ipp) implant surgery in 2018. After evaluation in clinic through palpating and visualization it was diagnosed that the patient suffered from a urethral erosion of the ipp cylinder. The whole prosthesis was removed in order for the patient to heal. The patient is expected to fully recover. There is no further information available.